Manufacturer narrative:
Updated sections: a2,d10,g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Specific actions for the reported failure mode "electrical issue" is being maintained and documented under maquet's corrective and preventive action (CAPA) system. Specific actions for the analyzed failure mode "material twisted/bent; wire" is being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 22jun2020 and investigated on 29jun2020. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.682 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "electrical issue - deactivation mechanism kept going off" was not confirmed. The analyzed failure "material twisted/bent;wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The cautery unit experienced what assumed was a thermal shutdown. They had dissected and cauterized the lower leg without issue first. Then the upper leg was dissected. About half way through the first pass with the cautery, the unit stopped working. They tried to energize the tips again and nothing happened. They pulled the tips out to make sure there was no char on it, there wasn't. After a 45 second cool down. They put the unit back into the scope and proceeded to cauterize tissue with limited success. The unit was able to do two burns both of less than 5 seconds and shut down again. They pulled the cautery out of the scope, checked the tip and placed it in nacl for 45 seconds. They were able to make one cut prior to the unit shutting off while trying to cauterize a branch. At this point hospital had the circulator get a new unit. The only piece changed out was the cautery unit. At this point they were able to finish the harvest without issue. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The cautery unit experienced what assumed was a thermal shutdown. They had dissected and cauterized the lower leg without issue first. Then the upper leg was dissected. About half way through the first pass with the cautery, the unit stopped working. They tried to energize the tips again and nothing happened. They pulled the tips out to make sure there was no char on it, there wasn't. After a 45 second cool down. They put the unit back into the scope and proceeded to cauterize tissue with limited success. The unit was able to do two burns both of less than 5 seconds and shut down again. They pulled the cautery out of the scope, checked the tip and placed it in nacl for 45 seconds. They were able to make one cut prior to the unit shutting off while trying to cauterize a branch. At this point hospital had the circulator get a new unit. The only piece changed out was the cautery unit. At this point they were able to finish the harvest without issue. The hospital did not report any patient effects.